Event description:
It was reported that remote transmission revealed that the patient received multiple inappropriate atp and high voltage therapies for svt. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
.